Event description:
Ebus biopsy needle #1 bent while obtaining biopsies. Needle #2 opened. One biopsy obtained. Then while attempting second biopsy, needle bent again. Dr (B)(6) had trouble with it and asked for a new needle. When needle #2 was removed from scope it was noted to be bent at what looked like a sharp right angle right at the tip. These two needles were held back for malfunction. Needle #3 used for remaining of biopsies. After procedure bronchoscope was being cleaned in the sink. While brushing the inner lumen of scope, a piece of metal was seen come out the end of scope. Nurse picked this up to identify foreign object. It was noted to be the tip of a needle.